Event description:
Incident happened on (B)(6) 2022. When suturing the skin of the patient with the staples we faced 2 types of issues: the first stapler jammed immediately without being able to fire any staples; the second stapler (replacing the 1st) fired 3-4 stapled with difficulty and jammed. Consequences: patient's skin was sutured with monocryl plus absorbable suture.

Manufacturer narrative:
(B)(4). The device investigation is pending.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35r 6/box lot # 73a2200161 was manufactured on 01/04/2022 a total of (B)(4) pieces. Lot was released on 01/20/2022. DHR investigation did not show issues related to complaint. The customer returned one unit of (B)(4) visistat 35r 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. The trigger was not returned engaged. No evidence of use in the form of biological material was observed on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. An attempt was made to manually realign the staples; however, the stapler still would not fire staples. The sample was returned to the tecate manufacturing site for further evaluation. At the tecate manufacturing site, the defect was confirmed as the staples would not fire from the device. Only after the staples were manually realigned were 10 staples able to successfully form and fire. A nonconformance was opened to address this issue. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." It could not be determined what caused the staples to misalign. A nonconformance was opened to address this issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the staples would not fire. The device was disassembled, and no defects or anomalies were discovered within the device. The sample was shipped to the manufacturing site for further evaluation. At the tecate manufacturing site, the defect was confirmed as the staples would not fire from the device. Only after the staples were manually realigned were 10 staples able to successfully form and fire. A device history record review showed no issues related to the complaint. It could not be determined what caused the staples to misalign. A nonconformance was opened to address this issue.

Event description:
Incident happened on (B)(6) 2022. When suturing the skin of the patient with the staples we faced 2 types of issues: the first stapler jammed immediately without being able to fire any staples; the second stapler (replacing the 1st) fired 3-4 stapled with difficulty and jammed. Consequences: patient's skin was sutured with monocryl plus absorbable suture.